Manufacturer narrative:
The aquabeam handpiece was returned for an investigation. No visual defects or anomalies were observed with the handpiece. Functional testing of the returned device observed no issues, and the handpiece functioned as expected. Further analysis found signal anomalies, as indices were not transitioning. The handpiece was then deconstructed and viewed under magnification. No signs of fluid ingress were observed on the sensor board and the encoder wheel. Root cause is undeterminable as reported failure mode could not be reproduced upon receipt. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c10512 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam robotic system generated an "e22 - motorpack error" message. Multiple troubleshooting attempts were made without success. A second aquabeam handpiece was opened, but the issue persisted. A third aquabeam handpiece was used, and the procedure was completed successfully. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.